Event description:
Dka [diabetic ketoacidosis] increased white blood cell count [white blood cell count increased]. Case description: the spontaneous case reported by a diabetes nurse specialist, received from ireland as "dka (diabetic ketoacidosis)", concerns a female patient treated with levemir flexpen (insulin detemir) from an unknown date, novorapid flexpen (fast acting insulin aspart) from an unknown date and novofine 31g (needle) for device therapy, due to insulin-dependent diabetes mellitus. At the beginning of july, the patient noticed that her blood sugar was rising and she began vomiting. On the same month, the patient was admitted due to diabetic ketoacidosis. Upon admission, the patient had elevated blood sugar levels and increased white blood cell count. The patient was treated with insulin pump and actrapid (fast acting human insulin), and within 24 hours her blood sugar was down and her white blood cell count was normal. The patient was taken off the pump and began treatment with levemir and novorapid. This made her blood sugar and white blood cell count rise again. On five days later, the patient transferred back onto actrapid. This lowered her blood sugar levels; however, her white blood cell count was still high. The hospital team is investigating the patient's white blood cell count. Outcome is reported as not yet recovered.

Manufacturer narrative:
Cartridge/preparation: the returned product was examined macroscopically. Furthermore, the parameters identity, assay and insulin determir related impurities were examined. A ph analysis was also performed. The product was found to be normal. The result were found to comply with specifications. Visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities. A gap above 12 iu is observed between piston and piston rod. During testing of the actual needle, it has not been possible to detect any irregularities. See scanned pages.